Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjo (B)(4) on behalf of the importer (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
The caregivers have transferred the resident from bed to chair but they have positioned the lifter in the wrong way. The drop point was about 40cm bedside the resident and the legs were in closed position. The lift tipped sideway when the caregivers pushed the resident to the intended drop point. At this moment, the spreader bar hit against the nose of the resident, which caused the bruise.